Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the lead integrity alert (lia) triggered due to out of range right ventricular (rv) coil and superior vena cava (svc) coil impedances on the rv lead. The patient was hospitalized and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.